Manufacturer narrative:
H10: the device evaluation was completed. A visual inspection was performed with the naked eye and no issues were noted. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Additionally, torque testing was performed on the sleeve engagement and the results were within the product specification limits. The testing revealed the twist sleeve stopped at the notch and twisted to the end of the threads of the main body with no issues or looseness. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (white twist sleeve) of a titanium transfer set was "loose and could not stop where the twist clamp was suppose to stop". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for 2 months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.